Event description:
Per the clinic. The device was explanted on (B)(6) 2021 due to poor performance with the device. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on august 08, 2022.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on september 26, 2022.